Event description:
It was reported that patient has been experiencing pain in her right shoulder since undergoing surgery in (B)(6) 2011. Patient states that the pain feels like a band is round her arm near the shoulder . Patient also complains of pain on the top of her armpit. She also states that her shoulder tightens up and she is unable to lift her arm above her shoulder level even when lying down at night. Patient has gone to a second surgeon for a second opinion.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an right unknown stryker shoulder. Additional information has been requested and if received, will be provided in the supplemental report. Still implanted.

Manufacturer narrative:
Please disregard the MFR report # 0002249697-2013-02479 additional information received from the patient revealed that device involved in the reported event is not a stryker product.

Event description:
It was reported that patient has been experiencing pain in her right shoulder since undergoing surgery in (B)(6) 2011. Patient states that the pain feels like a band is round her arm near the shoulder . Patient also complains of pain on the top of her armpit. She also states that her shoulder tightens up and she is unable to lift her arm above her shoulder level even when lying down at night. Patient has gone to a second surgeon for a second opinion.